Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. All components were removed and replaced with biomet products. Patient underwent a second revision on (B)(6) 2013 due to recurrent dislocation. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."